Event description:
Event was reported to caldera medical by an attorney. The patient has suffered extreme pain, discomfort and tenderness in abdomen and vaginal, pain during sex, urinary incontinence, emotional distress, leg/nerve pain making it impossible to walk or stand, extreme vaginal dryness, and nausea/upset stomach. No further information has been provided.